Event description:
It was reported that after an ablation on the atrium with the pen, the dissector was inserted and tore a fat pad on the right atrium. The tear location was at the lesion site of the atrium. Four stitches were required to repair the injury. Blood products were administered, due to the amount of blood loss. No bypass was required. There was no further consequence to the patient reported.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded, so we evaluated a retained sample from the most recently purchased lot for the account. The most recently purchased lot number was 10091. The retained sample was tested for functionality with no issues noted. The device history record was reviewed for this lot number and no anomalies were noted.